Manufacturer narrative:
The glidescope ranger monitor assembly was returned to verathon for evaluation along with a glidescope ranger video baton 3-4. A verathon technical service representative evaluated the returned ranger monitor and ranger video baton 3-4 and was unable to confirm the image failure issue. The camera image quality test was performed on both units and both passed. The baton cable was bent and no problem was found. The device was tested for a long time, switched on and off many times. The failure could not be reproduced; the device produced a good image. The glidescope ranger monitor assembly and the glidescope ranger video baton 3-4 were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor, the monitor failed; only stripes showed on the display and no image was recognizable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.